Event description:
It was reported that on (B)(6) 2010 the patient underwent stenting in the mid left anterior descending (lad) artery with three promus stents. On (B)(6) 2012, the patient was found to have in-stent restenosis in the mid lad, the ostial second obtuse marginal branch (omb), and ramus intermedius via cardiac catheterization. On (B)(6) 2012, the patient had a coronary artery bypass graft (CABG)with a left internal mammary artery to the lad, saphenous vein graft (svg) to the second omb, and svg to diagonal branch. After the CABG, the patient was readmitted to the intensive care unit secondary to hemodynamic instability and respiratory distress. The patient had complications of heparin induced thrombocytopenia, impaired mental status, atrial fibrillation, encephalopathy, dysphagia, liver insufficiency, renal insufficiency, sternal dehiscence, pulmonary effusions, positive respiratory cultures, radial artery occlusion, and pneumonia versus atelectasis or aspiration. The patient underwent emergency oral intubation, open reduction, internal fixation of the sternum, synchronized cardioversion, and inpatient rehabilitation. On (B)(6) 2012, the patient was discharged in improved condition. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency and the product was not returned. The reported patient effect of restenosis, as listed in the electronic promus everolimus eluting coronary stent system instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.